Event description:
The surgeon implanted a aa4204vf plate silicone lens. After the lens was implanted the surgeon notice a nodule or small bump in the middle of the lens optic's surface. It wasn't noticed before the lens was loaded. The surgeon cut the lens in two to remove from the eye. The surgery was completed using another lens. No patient injury. The iol injector, model and lot # unknown.